Event description:
It was reported the gastrointestinal videoscope had an error 226 (endoscope communication error) and no image when connected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation of was confirmed. Based on the results of the investigation, the probable root cause was the connection of the connector plug unit, the contacts were worn. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.